Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit cocr v40 femoral head on his right hip on or about (B)(6) 2007. Allegedly in (B)(6) 2022 patient developed an audible "clicking" sound in his right hip upon movement of that hip and subsequent diagnostic imaging studies and aspiration of his right hip revealed early signs of a similar breakdown (dissociation) which was previously observed on his left hip. It is further alleged that in (B)(6) 2022 he was required to undergo a revision surgery.